Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported impact to blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.